Event description:
It was reported that during a thoracic wedge procedure, device misfired while in use. The nursing staff thought they clicked the cartridges in securely, however, when the surgeon fired the staples 2/3 of the staples at the end of the cartridge were lose and had not stapled the pt's lung tissue. When the surgeon withdrew the hand held device the cartridge fell out. Additional cartridges that were used also had loose staples at the end of the cartridge that were used not stapling tissue as desired. One of the cartridges didn't staple at all. There was no pt consequence.